Event description:
Boston scientific received information that, during a routine follow-up, non-sustained ventricular tachycardia (nsvt) episodes were observed. There was noise on the right ventricular (rv) channel, which suggests potential lead fracture. The noise resulted in pacing inhibition ranging from 2 to 5 beats. There was also note of a decrease in shock impedance measurements over the past month, which suggests insulation damage. The decision was made to hospitalize the patient, program tachy therapy to monitor only (mo), and increase rv pacing output until a lead revision could take place. Subsequently, additional information was received that a lead revision procedure was performed. This rv lead was cut into two sections in order to successfully explant the lead. A new rv lead was implanted. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, analysis confirmed the inner conductor coil was fractured. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve. The initial allegations were confirmed through analysis.